Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03347 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchial stent procedure, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a malignant stricture located in the left main stem. The stricture was reported as 9cm wide and 22mm long. The lesion was not predilated, and the anatomy was reported as somewhat tortuous, but nothing abnormal for this type of procedure. Both stents had the deployment suture wrap under the catheter instead of feeding directly into the exit hole. This caused the catheter to pinch or kink upon itself. The stents could not be fully deployed. The physician was able to remove each device without any patient complications, but the procedure was not completed as they had no additional stents on hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03347 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchial stent procedure, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a malignant stricture located in the left main stem. The stricture was reported as 9cm wide and 22mm long. The lesion was not predilated, and the anatomy was reported as somewhat tortuous, but nothing abnormal for this type of procedure. Both stents had the deployment suture wrap under the catheter instead of feeding directly into the exit hole. This caused the catheter to pinch or kink upon itself. The stents could not be fully deployed. The physician was able to remove each device without any patient complications, but the procedure was not completed as they had no additional stents on hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The returned device presented with the stent partially deployed by approximately 37mm. The remainder of the stent could be deployed without issue, and no problem was noted with the stent's profile. A tactile examination of the delivery system revealed no anomalies. The condition of the returned device was consistent with the event description of a partially deployed stent; however, there were no kinks noted on the delivery system. The most probable root cause of this issue is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Patient age reported as (B)(6). Stent, partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.